Manufacturer narrative:
Upon reassessment, the reported flow rate failure mode has been determined to be non-reportable. Events involving a slower flow rate are not reportable when flow rate accuracy is below -5% but above -15% specification. The severity of this failure is 1 - inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Reference to complaint #: (B)(4).

Manufacturer narrative:
On 3/25/2024 flowrate issue and occlusion sensor issue were observed during preventive maintenance. Cause not established as there also preventive maintenance activity performed in 2023 which says that yearly maintance is done on this pump.

Event description:
On 3/25/2024 during servicing activities of zyno medical, llc which includes preventive maintenance the following issues were observed: flow rate offset% issue where flowrate offset% at pre-rework is 7% and at post-rework it is 2% occlusion unknown issue where 30 psi occlusion value at pre-rework is 271 and at post-rework it is 251 no patient involved as this is observed during preventive maintenance.